Event description:
It was reported that the doctor wanted to remove the pain stimulator because there was an infection at the implant site. It was noted that the infection was due to an unhealthy patient and not by the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).